Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer was using non-tandem provided wall adapter and charging cable to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.